Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 82 noted. Motor was tested outside device and passed. No battery or power anomalies noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose level was 207 mg/dl at the time of incident. Customer stated that they were able to clear the alarm and were able to rewind the insulin pump. Customer stated that they could not perform displacement test because the error occurred twice. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.